Event description:
It was reported that threads on a driver tip were found to be chipped off during inspection. There was no patient involvement. No one experienced any clinical signs/symptoms as a result of the damaged driver. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.